Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customers blood glucose level was 480 mg/dl. A replacement pump was arranged to be sent to the customer, who will continue using their current pump for backup therapy.